Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel contacted boston scientific technical services (ts) to review a stored episode from one month earlier as there was concern over possible right ventricular (rv) loss of capture (loc). Ts also noted one undersensed signal. Upon review ts noted it could be loc or fusion. The current presenting electrogram (egm) showed normal function and no loc. The medical personnel stated the patient has atrial fibrillation (af) so could be varying conduction versus premature ventricular contractions (pvcs). Ts suggested bringing the patient in to check threshold or at the least calling the patient to determine if they experienced any symptoms. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.